Manufacturer narrative:
The disposable perforator (ID (B)(4)) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number: 3014334038-2022-00255. A physician reported a perforator (ID: 261222) couldn't drill the bone. The physician felt the perforator was too dull and had difficulty in perforating during a procedure. According to information received, it is unknown if what drill was used and if the perforator clicked in place on the drill. It is also unknown if the recommended spring tests were performed between each burr hole. No further information was provided.